Event description:
Rn running cvvh (continuous veno-venous hemofiltration) on this patient when the machine alarmed venous air. Rn noted to see large amounts of air on cartridge side of machine, plenty of fluid left in dialysate bags, all connections checked and appropriately secured. Unable to return blood to patient. Rn attempted to prime another cartridge. Same lot number/car 535, unable to prime, pulling in air with loud noise from machine. Again, all connections checked and appropriately connected. No obvious issues noted. Cartridge taken down and brought to educators office. Lot 30978013. Car 500 primed without issue showing it was not an issue with cvvh machine.